Event description:
Attune revision tray requiring revision surgery after 4 years of initial implantation in 2018. Tray found to be completely loose on tibia. Underside of tray completely clean and free of cement despite being cemented onto the tibia. Tibia had been oversized which was sighted as the reason for revision in the first place. No infection present. Doi: (B)(6) 2018. Dor: (B)(6) 2022. Unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the patient was experiencing increasing pain and just prior to revision also instability as the implant was subsiding into the tibia.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Review of the provided photographic evidence confirmed 100% of the fixation surface of the tray is devoid of bone cement consistent with the reported event. Additionally, burnishing marks were observed throughout the fixation surface which are indicative of micromotion of the implant during implanted time on patient. However, migration of the implant position cannot be confirmed by the provided evidence. It cannot be determine a progressive decay of implant position in relation to initial implantation position. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.